Event description:
Device history record was reviewed and nothing was found related to the reported event. Device history log was reviewed. Several technical error 22 were found which confirms the reported event. The reported device was received in lake zurich and its investigation was performed by our local technical team. The reported devices were not sent back to brézins for investigation as repairs were performed locally. According to provided information, clamp opto switch intermittently functions. The pump has been dirty. Therefore, the opto switch was replaced and sent back to brézins for further investigation. Once in brézins, a visual control was performed and nothing was noticed. Functionnal cross testing were carried out. All performed successfully and within our specifications without triggering any technical error. The reported event could not be reproduced and might be linked to another part but can only be analyzed with the associated device. As it was noticed that the preventive maintenance was well overdue. Due to the lack of maintenance and as per IFU recommandations, this complaint will be considered as a misuse. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: misuse. The trend is: n/a.

Event description:
The following has been reported by customer: error 22 (0002) - (anti-free flow clamp presence opto switch). Customer sent in a device reporting a error 22 (0002) on this device. Clamp optical sensor reported by customer. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.